Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 400s (mg/dl); cause unknown. Bg was addressed by the school nurse who administered a manual injection. System check was unable to be completed as call was disconnected. Contact did not respond to multiple follow up attempts.